Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that he woke up and black out before he could eat something. Troubleshooting was performed. The time, date, basal rate, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. The customer was unsure if the drive support cap was loose or protruded. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.